Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. A review of the device history record (DHR) was performed for this valve. This device was manufactured per approved and released manufacturing processes and met all applicable manufacturing specifications prior to release for distribution. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 1 year and 2 months post implant of this 21 mm aortic bioprosthetic valve, the valve was explanted and replaced with another manufacturer's 23 mm mechanical valve due to calcification of one leaflet and high gradients. No additional adverse patient effects were reported.